Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. There is a concern that the battery depleted early, possibly due to high pacing outputs on the left ventricular lead.